Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (performance issue) was confirmed. As received, the battery pack was able to power on a monitor but was unable to charge. The cause for the failure was a defective bq2040 chip making the battery unable to communicate with the benchmarq. The cause of the defective chip was unable to be positively identified. No adverse events occurred due to the defective battery.

Event description:
A us distributor reported that a battery was unable to complete an essential performance testing.